Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the station. The technical support specialist (tss) emailed the customer and explained that the issue could be related to the interface settings. The customer was advised to create a new order once the existing ones expired, and feedback was pending. Later, the issue was resolved as the customer worked with their engineer and pharmacy consultant, identifying the problem as related to the service date. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary renewal orders were not crossing over to station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary renewal orders were not crossing over to station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.